Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 03/04/2024 reporting manifold piece cracked and allowing air to closed system for 89-10149 lot # 59673980. However, the lot number was determined to be for 89-10519. A picture of the sample was provided. A supplier corrective action request (scar) was issued to the manifold supplier merit medical systems, inc. The true root cause was unable to be determined by the supplier merit medical system, inc. However, potential causes for leaking have been determined to be caused by crazing/cracking. Potential causes that can lead to cracks have been determined to be from bending/hitting/mishandling the components, bonding issues, overtightening, chemical interaction between hard-to-hard components and extreme temperatures. This defect could have occurred at any time from the point of manufacture to the point of end user. We could not determine when, where, or how the damage occurred in this case. Due to the root cause finding there were no corrective and preventive actions taken by merit medical system, inc. Production records were reviewed by deroyal, and no issues were found. An inventory check of the manifold was made by deroyal, a total of (B)(4) of the (B)(4) were visually inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 03/04/2024 reporting manifold piece cracked and allowing air to closed system for 89-10149 lot # 59673980. However, the lot number was determined to be for 89-10519. A picture of the sample was provided. A supplier corrective action request (scar) was issued to the manifold supplier merit medical systems, inc. The true root cause was unable to be determined by the supplier merit medical system, inc. However, potential causes for leaking have been determined to be caused by crazing/cracking. Potential causes that can lead to cracks have been determined to be from bending/hitting/mishandling the components, bonding issues, overtightening, chemical interaction between hard-to-hard components and extreme temperatures. This defect could have occurred at any time from the point of manufacture to the point of end user. We could not determine when, where, or how the damage occurred in this case. Due to the root cause finding, there were no corrective and preventive actions taken by merit medical system, inc. Production records were reviewed by deroyal, and no issues were found. An inventory check of the manifold was made by deroyal, a total of (B)(4) were visually inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 03/04/2024 reporting manifold piece cracked and allowing air to closed system for 89-10149 lot # 59673980. However, the lot number was determined to be for 89-10519. The sample has not been returned to deroyal for evaluation at this time. A supplier corrective action request (scar) was issued to the manifold supplier merit medical systems, inc. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Manifold piece cracked and allowing air to closed system.